Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a communication issue. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a communication issue. The field service engineer advised customer to check on the hospital information technology team to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.